Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06147. It was reported that during a percutaneous coronary intervention, patient experienced chest pain and vasospasm. Clinical assessment in (B)(6) 2009 identified the patient¿s qualifying condition as unstable angina and the patient was referred for cardiac catheterization. Index procedure was then performed. The target lesion was located in the 1st obtuse marginal (om) with 90% stenosis, a length of 10 mm, and a reference vessel diameter of 2.5 mm. The physician pre-dilated the lesion with a 2.25mm x 15 mm apex balloon catheter and 2.50 x 18/20 mm study stent was implanted. During intervention, the subject complained of chest pain. Intracoronary spasm was noted during and after stent implantation. Intracoronary nitroglycerin was administered to treat chest pain and intracoronary spasm. Following dilatation, residual stenosis was 0%. One day post procedure patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).